Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.